Event description:
A pt was implanted with a perigee system approximately 2 years ago. It was reported that the pt experienced dyspareunia and underwent bilateral "mesh release and excision of widget."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.